Manufacturer narrative:
The complaint describing a leakage cannot be verified. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The adapter passed the optical inspection and fulfills the product specifications.

Event description:
On (B)(6) 2013, a company representative reported a patient's cartridge leaked insulin. Follow-up was completed with the patient, and she reported a small amount of insulin leaked from the cartridge during use. She was unable to provide the lot number or expiration date of the product. She was able to clean the insulin out of the infusion device. The cartridge and adapter were requested for evaluation. No physiological effects were reported, and the patient did not require treatment to address the issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.